Event description:
It was reported that the patient had undergone a trial a couple of weeks ago or the week before last and it didn¿t work. The patient told them they might as well go ahead with the permanent implant but now had second thoughts and wanted to see if they could try the trial again. It was noted that the right side lead came out the next day and the patient couldn¿t feel anything and checked and it was out. When the patient went in to have the trial lead removed the other side lead was partially out and they thought they didn¿t have enough time to see if it would work for them. The patient thought they had therapeutic effect a little the first day and could tell the one that came out would have been better. The patient was trying the implant for both bladder and bowel and wanted to know if the permanent one was under the skin. It was unknown if there was a 50 percent or greater symptom reduction. The cause of the event was that the patient removed the tape. No troubleshooting or other actions were taken to resolve the event and no malfunctions were seen. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).